Manufacturer narrative:
Initial.

Event description:
It was reported that the charger required manipulation of the cord to initiate charging, and a replacement charger was sent with the order. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.